Manufacturer narrative:
Concomitant therapies: juvéderm® volift" with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, firmness and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): " inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. " induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm" voluma" with lidocaine in the cheeks, juvéderm® volbella" with lidocaine in the vermillion borders and upper perioral as well as juvéderm® volift" with lidocaine in the nasolabial folds and marionettes. About 3 weeks later, the patient injected again with juvéderm" voluma" with lidocaine in the cheeks, juvéderm® volift" with lidocaine in the smile lines and corners of the mouth as well as juvéderm® volbella" with lidocaine. Patient began taking "new herbs" 2 months after the last injection. A month later, the patient developed swelling over the cutaneous upper lip. The severity of it was waxing and waning. Patient had felt fine, there was no fever or redness. Patient was advised to take cetirizine. On the following night the patient's cutaneous upper lip was larger and the area over the lower right marionette line/jowl is now also firm and lumpy and there is a lump under the right eye. The patient was not injected in the infraorbital region. The healthcare professional wonders if the events could be a delayed reaction. The patient was managed by another doctor and was treated with several sessions of hylenex, prednisone, kenalog and minocycline about a week after symptoms developed. Treating doctor noted that patient had a temporal relationship between treatment with minocycline and symptom improvement. This is the same event and the same patient reported under MDR ID #3005113652-2016-00882 ((B)(4)), MDR ID #3005113652-2016-00885 ((B)(4)) and MDR ID #3005113652-2016-00886 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm® volbella" with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the cheeks, juvéderm® volbella¿ with lidocaine in the vermillion borders and upper perioral as well as juvéderm® volift¿ with lidocaine in the nasolabial folds and marionettes. About 3 weeks later, the patient injected again with juvéderm¿ voluma¿ with lidocaine in the cheeks, juvéderm® volift¿ with lidocaine in the smile lines and corners of the mouth as well as juvéderm® volbella¿ with lidocaine. Patient began taking "new herbs" 2 months after the last injection. A month later, the patient developed swelling over the cutaneous upper lip. The severity of it was waxing and waning. Patient had felt fine, there was no fever or redness. Patient was advised to take cetirizine. On the following night the patient's cutaneous upper lip was larger and the area over the lower right marionette line/jowl is now also firm and lumpy and there is a lump under the right eye. The patient was not injected in the infraorbital region. The healthcare professional wonders if the events could be a delayed reaction. The patient was managed by another doctor and was treated with several sessions of hylenex, prednisone, kenalog and minocycline about a week after symptoms developed. Treating doctor noted that patient had a temporal relationship between treatment with minocycline and symptom improvement. This is the same event and the same patient reported under MDR ID #3005113652-2016-00882 ((B)(4)), MDR ID #3005113652-2016-00885 ((B)(4)) and MDR ID #3005113652-2016-00886 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.